Manufacturer narrative:
E1-(customer person) title: unknown, postal code: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that, the balloon of the bakri tamponade balloon catheter leaked during the treatment of postpartum hemorrhage (pph) in a female patient of unknown age. The patient had a normal delivery with postpartum hemorrhage due to weak contractions (uterine atony). A bakri balloon was inserted into the uterus through the vagina with a toothless oval forceps, but after five minutes, it was found that there was a leakage from the balloon. The water was injected again but the balloon still leaked. The damaged balloon was removed, and a new balloon was reinserted to gradually stop the bleeding. The balloon was inflated to 450 milliliters. The total estimated blood loss was 550 milliliters, out of which, 350 milliliters was lost before the device failure and 250 milliliters was lost after the device failure. The patient did not require any blood transfusions. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
Corrected information: the balloon was inflated to 450 milliliters. The total estimated blood loss was 550 milliliters, out of which, 350 milliliters was lost before the device failure and 200 milliliters was lost after the device failure. The patient did not require any blood transfusions.

Manufacturer narrative:
Correction: b5. Investigation ¿ evaluation: it was reported that, the balloon of the bakri tamponade balloon catheter leaked during the treatment of postpartum hemorrhage (pph) in a female patient of unknown age.the patient had a normal delivery with postpartum hemorrhage due to weak contractions (uterine atony). A bakri balloon was inserted into the uterus through the vagina with a toothless oval forceps, but after five minutes, it was found that there was a leakage from the balloon. The water was injected again but the balloon still leaked. The damaged balloon was removed, and a new balloon was reinserted to gradually stop the bleeding. The balloon was inflated to 450 milliliters. The total estimated blood loss was 550 milliliters, out of which, 350 milliliters was lost before the device failure and 200 milliliters was lost after the device failure. The patient did not require any blood transfusions. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, and instructions for use (IFU) for the device, as well as visual inspection and functional test of the returned product were conducted during the investigation. The complaint device was returned without package or label. Upon inspection no damage to the device was noticed. The balloon was inflated with water and a lumen communication was observed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Evidence gathered upon review of the DHR, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the failure could not be established. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.